Manufacturer narrative:
D10 - concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 315-35-00 - glnd kwire; (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's shoulder was revised approximately 1 year 6 months post initial operation. It was suspected that the glenosphere screw had backed out. However, surgeon had found that the glenosphere screw had broken into the glenoid baseplate. The screw had subsequently backed out and wearing the humeral poly causing lysis. After removal, surgeon re inserted a long peg baseplate and new implants as the stem was well fixed. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision was likely due to fracture of the glenosphere locking screw leading to unintended contact with the liner and subsequent polyethylene wear. The reason for the fracture could not be determined from the information provided, but may be related to incomplete seating of the locking screw and/or partially disassembly of the device. However, this cannot be confirmed from the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.